Event description:
It was reported that patient enrolled in a clinical study underwent total hip procedure on an unknown date. Subsequently, the femoral head dislocated in the acetabulum. No further information has been provided.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur. Biomet package insert contains the following possible adverse effects: #8) dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2011-000104).

Manufacturer narrative:
Additional product identification information is being submitted.